Event description:
Customer stated that meter reads in mmol/l and that only the top half of the numbers were showing. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.